Event description:
It was reported while using bd lsrfortessa¿ so the waste tank overflowed and leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: the waste tank overflows. 1. Was the leak contained within the instrument? No . 2. Is leaked liquid type known? Biohazardous or non-biohazardous? The leak was from a waste tank so I presume it is biohazardous. 3. Did the leaked liquid have bleach mixed in? No 5. Was anyone injured or exposed to the leaked liquid contacting the liquid without proper ppe equipped ? No.

Manufacturer narrative:
After further review MFR#2916837-2021-00036 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd lsrfortessa¿ so the waste tank overflowed and leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: the waste tank overflows. Was the leak contained within the instrument? No. Is leaked liquid type known? Biohazardous or non-biohazardous? The leak was from a waste tank so I presume it is biohazardous. Did the leaked liquid have bleach mixed in? No 5. Was anyone injured or exposed to the leaked liquid contacting the liquid without proper ppe equipped ? No.